Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm. The customer reported that the insulin pump was exposed to high temperature. The customer's blood glucose was 400 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.